Manufacturer narrative:
Batch review performed on 25 july 2018: lot 178979: (B)(4) items manufactured and released on 15 march 2018. Expiration date: 2023-03-06. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on jul 19, 2018: postoperative femoral fracture occurred 1 month after primary cementless total hip arthroplasty in an elderly ((B)(6)) woman. The fracture probably occurred during the walking rehabilitation period when a sudden movement on a weakened bone due to normal intraoperative femoral preparation may have caused the fracture. There is no reason to suspect a faulty device.

Event description:
On (B)(6) 2018 we were informed by the surgeon about a metaphyseal periprosthetic fracture, identified on a patient operated on (B)(6) 2018 through amis approach. Starting from (B)(6) 2018, the patient reported hip pain and, after having analyzed detailed exams (x-rays and tac images), the surgeon noticed a metaphyseal femoral fracture which caused stem loosening. The surgeon e-operated the patient on (B)(6) 2018 (through amis approach): after having easily removed the hip stem, the surgeon fixed the fracture through 3 metaphyseal bone cerclages. Finally, he implanted a quadra-r stem, also changing the femoral ball head.